Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 88 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had a missing end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.